Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("protruding essure device from the right tubal ostia into the endometrial cavity") in a 32 year-old female patient who had essure inserted (lot no. C26967) for female sterilisation. Product or product use issues identified: wrong technique in device usage process ("right coil was removed via hysteroscopic grasper, in 3 portions" on (B)(6) 2022). The patient had a medical history of cholecystectomy in 2009 and parity 3 and gravida (3). The patient tolerated the insertion procedure well and was discharged. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2703 days after essure insertion, she experienced device expulsion (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (the entire coil was removed via hysteroscopic grasper, in 3 portions). At the time of the report, the outcome of device expulsion was unknown. The reporter considered device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: bilateral micro-inserts in satisfactory position. Bilateral fallopian tubes occluded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical records: 2 reporters added, as well as medical history and lab data. Lot number was provided. Event was replaced by right coil was removed via hysteroscopic grasper, in 3 portions, other event added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required) with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("protruding essure device from the right tubal ostia into the endometrial cavity") in a 32 year-old female patient who had essure inserted (lot no. C26967) for female sterilisation. Product or product use issues identified: wrong technique in device usage process ("right coil was removed via hysteroscopic grasper, in 3 portions" on (B)(6) 2022). The patient had a medical history of cholecystectomy in 2009 and parity 3 and gravida (3). The patient tolerated the insertion procedure well and was discharged. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2703 days after essure insertion, she experienced device expulsion (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (the entire coil was removed via hysteroscopic grasper, in 3 portions). At the time of the report, the outcome of device expulsion was unknown. The reporter considered device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: bilateral micro-inserts in satisfactory position. Bilateral fallopian tubes occluded. Lot number: c26967 manufacture date: 2014-02 expiration date:2017-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.